Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated, the subject device was connected to a video system (otv-s190). The customer was instructed to press button port a on the front of the monitor, then to change the input to serial digital interface (sdi) 1. The customer then was able to see the scope image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image is not displayed due to a mistake in the user's input port selection. There was no specific cause of incorrect input port selection. Per the operating instructions for (B)(6) in regards to when no images were found states: "6.1 how to distinguish abnormalities and deal with them," it was stated that the appropriate input terminal should be selected using the input selection button on the front panel." Olympus will continue to monitor field performance for this device.